Event description:
Activecare dvt device on patient. Smelled something burning and noticed that the device was discolored and melting. Device was removed immediately.device was sequestered and given to biomed. There was no harm to the patient.

Event description:
Activecare dvt device on patient. Smelled something burning and noticed that the device was discolored and melting. Device was removed immediately.device was sequestered and given to biomed. There was no harm to the patient.